Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) not charging battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the reel had a worn cord. The fse replaced the ac cord reel. The fse stated that there was no battery issue and that the batteries were able to charge. The unit was tested to no fail. The failure analysis and testing dept. Received part number 0012-00-1688-01 with a reported unit failure of the battery not charging and the power cord being worn. The fat performed a visual inspection and found the part to be in good condition. Power cord seems to have usual wear and tear but nothing out of the ordinary. The fat installed power cord in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected data: d9.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6: medical device: problem code.

Event description:
N/a.